Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient fell and presented to the emergency room for extremity weakness and numbness. The patient was hospitalized for two days for further testing and was discharged after tests results were confirmed to be negative for serious issues and the patient's symptoms resolved. The clinician had requested device interrogation to review the patient's underlying rhythm and whether the patient had atrial fibrillation. There was no concern or allegation against the patient's cardiac resynchronization therapy defibrillator (crt-d) system. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) was sent to the hospital for an unspecified reason. A nurse requested for a field representative to interrogate the patient's device. Attempts to obtain additional information have been unsuccessful thus far. Boston scientific records indicate this crt-d remains in service. No adverse patient effects were reported.